Manufacturer narrative:
On (B)(6) 2015 10:25 am (gmt-5:00) added by (B)(6): a maquet field service technician visited the hospital and found that the spring arm was broken. A new spring arm has been ordered to replace the broken part. Maquet is not in charge of maintenance of this device. Note: the hanaulux 3000 series light system is not marketed in the us. This report has been made due to a similarity with devices marketed by maquet in the us. This malfunction was previously addressed in the u.s. Through the device correction z-0182/188-2010.

Event description:
The customer reported that the surgical light fell down just before the beginning of surgery. A patient was present in the or but no injuries were reported. (B)(4)